Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, five years two months of post deployment, a computed tomography of abdomen was revealed that there was grade 3 perforation of a fractured strut to abut transverse duodenum. This was approximately at 11 o'clock. Grade 3 perforations of 1 and 2 o'clock struts to abut aorta and grade 3 perforation of 7 o'clock strut approximately to abut anterior right psoas muscle. Approximately 24.25 degrees of coronal and 28.33 degrees of sagittal tilt. The apex extended through the posterior medial wall of the inferior vena cava approximately 3-4 mm. The filter had rotated but not migrated substantially in the craniocaudal direction. No inferior vena cava stenosis. One strut was fractured. Another strut appeared to be fraction adjacent to approximately 10 o'clock position. Evaluation for missed struts was difficult due to position and tilt of the filter. Therefore, the investigation is confirmed for the perforation of the inferior vena (ivc), filter tilt and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately five years and two months post filter deployment, a computed tomography (CT) revealed that the filter tilted, strut detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.